Event description:
According to information received from the surgeon, two years postoperatively, the patient had "extremely poor" left ventricular function and echocardiograms demonstrated an "obstruction" at the aortic orifice and "severe" aortic stenosis. The valve was functioning properly and did not leak; however, a "disproportion" was noted between the size of the valve, the orifice, and cardiac output. At explant, the leaflets were removed and did not show any calcification. The orifice was so narrowed the surgeon could not pass his finger into the ventricle. A thick ridge was noted at the base of the orifice and the commissures were also very thick, rigid and fibrotic. Once the dacron material was removed, the orifice of the valve was pliable and opened "nicely" without obstruction. The valve was explanted and replaced with a 21ahpj-505. The previously implanted mitral valve was working well. The patient was reported to be doing well postoperatively.